Event description:
It was reported that log file review captured a no external power event on (B)(6) 2022 at 2:24:13 while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via analysis of the submitted controller event log file. The log file contained approximately 13 days of data (on (B)(6) 2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2022 from 2:24:13 to 2:24:29 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. Further requests were also made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. No response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Patient weight has been requested but not yet provided. Device serial number has been requested but not yet provided.